Manufacturer narrative:
The customer reported that the (B)(4) unit has "fallen down during busy periods." The available information does not indicate what the problem was with the locking hardware. There is no report of any pt involvement with this issue. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed. (B)(4).

Event description:
The customer reported that the (B)(4) unit has "fallen down during busy periods."